Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a damaged coupler. However, the specific cause of the damaged coupler could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h6. Based on the results of the investigation, it was confirmed that the customer description ¿lock of the coupler was deformed, so the scope could not be locked¿ was reproduced. Therefore, it was determined that the camera head could not maintain the scope because some kind of strong force was applied to the coupler unit, and this made the coupler deformed. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the lock of the coupler was deformed and detached, and the protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd autoclavable camera head image was not good during reprocessing. The lock of the coupler was deformed, and the scope could not be locked. There were no reports of patient harm or impact associated with the reported event.